Event description:
The customer reported that the sys intermittently comes up with table communication error. Not able to fluoro until reboot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.